Event description:
Patient's family member assisted during call. Patient got a one touch basic meter reading of 78 mg/dl versus the neighbor's 248 mg/dl on their meter. Yesterday patient got a reading of 34 mg/dl. Patient wasn't feeling well and was taken to hospital as patient's blood glucose levels were actually high. Patient has no quality control supplies for meter. Patient had also been cleaning meter with alcohol. No treatment was reported. No further information has been reported.